Event description:
Related manufacturer reference number: 2017865-2022-11254. Related manufacturer reference number: 2017865-2022-11262. It was reported that the patient was brought into the hospital for a pacemaker system changeout. The pacemaker and the right atrial (ra) lead exhibited high capture thresholds and the right ventricular (rv) had an abnormal pacing impedance measurement. The pacemaker, ra and rv leads were explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of abnormal pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.